Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the receiver showed a transmitter failed error on (B)(6) 2017. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter passed as it has voltage. Nordic bluetooth device pairing test was performed and the transmitter passed. No share log data was available for review. The bin file was reviewed and no data related to the customer complaint was found. The complaint of a transmitter failed error was not confirmed. The root cause could not be determined.